Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, solomed syringe is displayed, the plunger appears to be activated. This would not prevent the procedure from being completed, although the plunger is activated, the medicine could have been pushed through. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is important to follow instructions for use to ensure the product functions properly. To open the blister packaging, take a ¿peel apart¿ sample. Each side (film and paper) must be held with one hand., holding it with both hands, with the index fingers and thumb. After holding the package, open the blister by pulling the package in opposite directions. The packaging paper and film must not be completely separated. The blister must be opened in a single movement, with moderate speed, and equal force in both hands.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe safety mechanism broke. The following information was provided by the initial reporter translated from portuguese to english: "I've been using testosterone since 2013 on medical advice. I've always opted for bd syringes because I was wary of the quality of other brands. However, this morning, the plunger broke (that safety device that always breaks at the end of the application) during the application of the medication. I tried to contact the company without success. I would like an explanation and compensation. Photographs with the batch number and model of the syringe are attached." Additional information may-07-2024: - could you please send images / videos confirming the safety shield breakage defect as mentioned? Images provided and attached. Reviewing the problem description, customer informs that the safety mechanism broken during the application. - has anvisa already been notified? If so, what was the notification number? Not applicable at this time. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, administration of medication, etc.)? (Details) - not applicable at this time. - was there any exposure of blood or chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If so, please state whether the exposure was the patient's or the professional's and what measures were taken. (Details) - not applicable at this time.